Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
A personal injury attorney, on behalf of patient, has initiated litigation against dexcom, based upon the patient¿s allegation that the user¿s g6 receiver allegedly failed to notify or sound an alarm. The user claims injuries including but not limited to diabetic ketoacidosis, hyponatremia and hypophosphatemia. The patient alleges he required inpatient hospital care for treatment. Despite additional requests for information, no further information was provided.